Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that her skin under one of the electrodes was red and sore. The patient confirmed the skin was not open. The patient's doctor advised the patient to use a lotion. During a follow-up call the patient reported the irritation was about the same.